Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. An in-house testing was performed using the returned meter with in-house contour test strips from lot # 8cj3d02a, which gave satisfactory performance.

Manufacturer narrative:
As per contour blood glucose monitoring system user guide, the user must wash their hands thoroughly with warm soapy water and dry them well before testing. During the call, it was determined that the customer did not wash her hands before testing her blood glucose levels. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called to report that the customer obtained blood glucose readings of 140 mg/dl while using the contour meter and 92 mg/dl with laboratory testing. Both readings were obtained at the same time. The customer was experiencing symptoms such as headache and dizziness. The customer adjusted her diet based on the meter readings by replacing carbohydrates with vegetables and felt unwell. Next day, the customer passed out. She was hospitalized and received medical attention. No further details were provided. The advocate was advised to return the tests strips for evaluation. Replacement meter and test strips were sent to the customer.